Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device produced no audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device issued no audio prompts. The fault was attributed to a fractured solder joint. Upon repair of the solder joint the device performed to specification. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device produced no audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.